Event description:
It was reported that a patient underwent a finger surgery on (B)(6) 2025 and suture was used. During the surgery when surgeon open the foil needle and suture were separated. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(6). Date sent to the FDA: 10/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One paper lid, and one winding former with a suture outside the foil packet were received for analysis. Product code nw1205. During the visual inspection of the suture, it was noted that the suture has begun with degradation process attributed to exposure to the environment. This condition caused the needle to be detached from the suture. The foil packet was visually inspected, and a hole in the cavity was observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available.